Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the bag and the cassette, which cause this alarm. The patient went to the toilet with the device and loose connection occurred. Renal therapy services (rts) assisted the patient to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.